Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high shock impedance of 177 ohms after a shock. Further testing was performed in clinic including an x-ray and a defibrillation threshold (dft) test where it was determined that the system location was sub-optimal under a fat layer. It was noted that the implanting physician was inexperienced so it was likely that the system was not placed in optimal position with a smaller pocket than usual. A system revision procedure has been scheduled. No additional adverse patient effects were reported. Currently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.